Event description:
During a tibial nailing case, the nail and inserter became stuck together. The surgeon was not able to dislodge the nail from the inserter and had to remove the nail and inserter together. The surgeon was able to complete the procedure using another set. The case took an add'l 45 mins to 1 hour to complete due to needing to find another set. The procedure was able to be completed successfully.

Manufacturer narrative:
The complaint handling unit was made aware on 03/22/2010. (B)(4): subject device is an instrument and is not implanted. Manufacture date is unk at this time. Investigation could not be concluded, no conclusion can be drawn. The device was returned and is in the investigation process.